Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2009-07340. It was reported that during percutaneous transluminal coronary angioplasty procedure, a balloon rupture and detachment occurred. The 90% stenosed lesion being treated was located in the highly calcified and mildly tortuous right coronary artery (rca). The lesion was approx 12mm long. First, a 3.0x15mm maverick2 monorail balloon was inflated and ruptured; however, this balloon was removed without difficulty. The physician then attempted to inflate a 2.75x6mm flextome cutting balloon and a 3.5x8mm quantum maverick balloon, but was unable to dilate the lesion. The physician then inflated a 3.0x15mm maverick 2 monorail balloon, and the balloon ruptured on inflation. The physician attempted to remove the balloon from the lesion and encountered resistance. An attempt was made to loosen the balloon with several unspecified wires, however, this was not successful. Eventually the maverick2 monorail balloon shaft and radiopaque markers were removed, however, approx half of the balloon material remained in the pt. The physician pushed the fragment more distal in the vessel and secured it with a non-bsc stent. The pt experienced no symptoms during the difficulties. Pt's status was reported as 'good' with no further complications reported. It was reported that the physician attributed the balloon difficulties to heavy calcification.